Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pcb burned. There was no report of medical intervention. The device was returned to a third-party service centre. During the evaluation of the device was visually inspected and found no evidence of foam degradation. During the evaluation secondary findings and pcb burn were observed. The device's downloaded logs were reviewed by the technician. There was no error code found, and complaint confirmed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.